Event description:
A report was received that the scs device was no longer working for the patient. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Sc-1160 (B)(4). Device evaluation indicated that the device would not be linked nor charged. An internal test found excessive sleep current drainage, 27.252 ma, and high thermal on u3 asic, 31.3 degrees celsius. The timing of when the ipg was damaged could not be determined as the device data was not retrieved using an external power source. This type of asic damage is typically caused by exposing the ipg to high voltage transients (e.g. Electrocautery). It couldn't be determined if this ipg was exposed to electrocautery.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the scs device was no longer working for the patient. The patient underwent an explant procedure. No further information could be obtained.